Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturer batch lot was not provided; therefore a review of the device history records relative to the material, assembly and inspection could not be performed. At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow-up medwatch report will be filed.

Event description:
We were using a glide wire from urology .038 and when removing it there was about 2 inches of teflon that was missing from the tip this resulted in having to go back in and retrieve the teflon which was all recovered and verified by xray but this resulted in more xray for patient. Additional information reported that the device was used during a dialysis catheter insertion and not a urological case. It was confirmed the device was a zipwire. Patient and event date are unknown.